Event description:
Received information stating customer requested assistant with adjusting basal setting. Per customer, blood glucose level was high.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.